Event description:
Company representative reported patient stated he had experienced leaks in his infusion sets and itchy infusion sites. On call back patient reported the entire order of infusion sets were leaking insulin at the head set/site. Patient stated he noticed his blood glucose level would go up in the 200's - 500's mg/dl when the leaks were discovered. Patient reported the adhesive was wet with insulin and he would change out the infusion set then would bolus a large amount of insulin after putting on the new head set. Patient stated his blood glucose level would go down to a safer level after the bolus was delivered; no outside assistance was needed. Patient alleges the elevated blood glucose levels were due to the leaky headsets. Patient reported that after changing the headset within one or two days the issue would reoccur. He reported the leak was happening in between the metal needle and the adhesive. No adverse event reported. Product was replaced and requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.